Event description:
It was reported that the patient underwent a revision of the artificial urinary sphincter (aus) due to a defect in the device. Upon removal, it was noted the tubing had ruptured. There were no patient complications. Additional information reported that despite the patient regularly engaging in exercise, there were no activities correlating with the ruptured tubing.

Event description:
It was reported that the patient underwent a revision of the artificial urinary sphincter (aus) due to a defect in the device. Upon removal, it was noted the tubing had ruptured. A new device was implanted. There were no patient complications. Additional information reported that despite the patient regularly engaging in exercise, there were no activities correlating with the ruptured tubing.

Event description:
It was reported that the patient underwent a revision of the artificial urinary sphincter (aus) due to a defect in the device. Upon removal, it was noted the tubing had ruptured. A new device was implanted. There were no patient complications. Additional information reported that despite the patient regularly engaging in exercise, there were no activities correlating with the ruptured tubing.

Event description:
It was reported that the patient underwent a revision of the artificial urinary sphincter (aus) due to a defect in the device. Upon removal, it was noted the tubing had ruptured. There were no patient complications.